Event description:
During the procedure, the palmaz sds was advanced in the patient over a treasure guidewire (sjm). However the stent was dislodged inside 8f super sheath (medikit, 25cm) during the delivery. The device was removed together with the super sheath from the patient as one unit. Another new palmaz was used and the procedure was completed without other problems. There was no adverse event and the patient is in stable condition. No product return. Approach was made from the right femoral artery. The target lesion was pre-dilated with unknown balloon catheter (4mm x 4cm). The target lesion was right common iliac artery. The patient was an 80 year old male. Moderate calcification and vessel tortuosity, the rate of stenosis was 80%. The product store, handled, inspected and prepped according to the instructions for use there were no anomalies noted when removed from the package. There were no anomalies noted during prep or prior to inserting it into the patient.

Manufacturer narrative:
While advancing the palmaz sds over a treasure guidewire (sjm), it was reported that the stent was dislodged inside of the super sheath (medikit, 25cm). The device was removed together with the super sheath from the patient as one unit. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15140060 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics, device interaction and/or procedural factors may have contributed to the reported event.